Event description:
It was reported patient had no stimulation to right leg and only got stimulation on left leg above ankle and nothing in the toes or foot where she needed the stimulation. It was further reported patient had 5 1/2 year old synergy/versitrel which had reached end of service (eos) and a pisces quad lead, with out of range impedances on 2 of the 4 electrodes. The patient was scheduled to have a lead and ins revision/replacement on (B)(6) 2010; but the case was cancelled as the patient was currently being treated for an infection. Additional information will be provided when available.

Manufacturer narrative:
(B)(4).